Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised the patient tests her blood glucose 6-8 times a day. The patient manages her diabetes with solostar insulin (every evening) and novorapid flexpen insulin (as needed). The alleged issue began on (B)(6) 2010 at 5:45 am. The patient reported blood glucose results of "232 mg/dl" with the subject meter and "128 mg/dl" on another meter, performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. By 6:15 am, after obtaining the allegedly high blood glucose result, the patient stated she administered 4 units of her novorapid flexpen insulin. Between 7:30 am- 8 am that same morning, the patient claimed she felt symptoms of shaking, nausea and "thought she would pass out on her car." At the time of troubleshooting, the cca noted that an approved sample site may not have been used for testing. Replacement products were sent. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.